Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) presented in fallback/safety mode. This mode is designed to provide full shocking capability and single chamber brady pacing, despite disruption in normal ICD function.